Event description:
It was reported that a catheter break occurred. During a coronary intervention, an opticross hd was used. However, when they were removing it, the monorail portion was not on the wire. They were going to re-use it post stenting and when they loaded it on the wire, they noticed that the end of the catheter was torn. The procedure was completed using a different device. No patient issues or complications were noted.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that there was a damage observed on the guidewire exit port assembly. No other visual damages or detachement section were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that a catheter break occurred. During a coronary intervention, an opticross hd was used. However, when they were removing it, the monorail portion was not on the wire. They were going to re-use it post stenting and when they loaded it on the wire, they noticed that the end of the catheter was torn. The procedure was completed using a different device. No patient issues or complications were noted.